Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. The patient woke up in the morning starting her day with a small laundry and got into the kitchen to make some breakfast when she started to experience hypoglycemic symptoms with cold sweat and shaky. The patient drove by herself to the hospital and there the cgm reading was 109 mg/dl and the bg reading was 55 mg/dl. The patient was admitted to the ICU and there the cgm reading was between 80 and 90 mg/dl and the bg reading was between 42 and 49 mg/dl. The patient was treated at the hospital with 2 dextrose 50 tubes and IV fluids. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.